Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat the heavily calcified, mildly tortuous left anterior descending (lad) coronary artery. The lesion was serially pre-dilated with 1.5x12 mm and 2.0x12 mm mini trek balloons at 8 atmospheres. The 3.0x48 mm xience xpedition stent was then deployed at 10 atmospheres and a dissection was noted. A 2.75x18 mm xience alpine stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), electronic, instructions for use (IFU), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.